Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the star 7 driver broke off in the screw head and the broken tip was left in the screw that was implanted.